Event description:
It was reported, by the customer, after several attempts to place the spring wire guide (swg) in a new born baby with oesophageal atresia, the swg became unraveled. As a result, the physician successfully performed a swg exchange and the catheter was placed. There wre no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional becomes available.